Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a profile was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare failed to cut and remove the polyp. The procedure was completed with another profile. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of failure to cut. Block h10: the returned profile was analyzed, and a visual evaluation noted that the device and cautery were found in good conditions. A functional evaluation noted that the loop extends and retracts properly. An electrical inspection was also performed and the device passed since the device's electrical resistance is within specification. No other issues with the device were noted. The reported event of loop failure to cut was not confirmed since the device cannot be evaluated with respect to anatomical/procedural factors encountered during the procedure. Additionally, the device passed the electrical resistance test upon return. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual, electrical and functional test. Based on the information available, the investigation concluded that the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a profile was used during a polypectomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the snare failed to cut and remove the polyp. The procedure was completed with another profile. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.